Event description:
During a whipple resection, the instrument ceased working midway through the case. Instrument replaced with second instrument. Case completed without further incident and no report of pt consequence.